Manufacturer narrative:
(B)(4). The customer support engineer (cse) inspected the device and found the tubing between the oxygen solenoid and outlet manifold to be kinked. The cse repositioned tubing to remove the kink which resolved the reported event. The unit then passed all performed testing and was found to operate within manufacturing specifications.

Event description:
It was reported that during patient ventilation, a device alert was noted and the ventilator then stopped cycling. The patient was removed from the ventilator and placed on an alternate ventilator without any reported patient harm. There is no report of death or serious injury associated with this event.